Event description:
Customer reported blood glucose results of 200 mg/dl and 100 mg/dl within 10 minutes on the voicemate/advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.